Manufacturer narrative:
(B)(4). Device was returned to the manufacturer for evaluation, which is currently in progress but not yet complete. The device was returned, evaluation is currently in progress but not yet complete. The following codes were not available in medtronic's gch system: method: no testing methods performed. Result: results pending completion of evaluation. Please note ¿ this device has been identified by catalog and lot number to be included in a recall as of march 12, 2013. Removal report # 1045254-03/12/13-001-r. This device is used for therapeutic purposes.

Event description:
It was reported that the pilot of a medtronic nim trivantage emg tube dislodged. Further information received suggests the port used for insufflation of the tube is what specifically dislodged. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
The returned product was analyzed by quality engineer. Received one (1) broken inflation valve assembly with original product box / label identifying product as ref: 8229708 nim trivantage emg endotracheal tube 8.0mm ID from lot# 0206240913. The condition of the device showed customer use. Only the broken inflation valve assembly was returned for evaluation. The valve portion was not securely intact inside the inflation line and was found completely detached, which likely contributed to the reported complaint event. From visual evaluation, it appeared that the inflation valve was from a previous design version of the trivantage tube and not from the existing design. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.